Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer did not feel well and tested her blood glucose with in the 300's mg/dl range. The mother inspected the site and stated that she smelled insulin so she had the daughter remove the cannula. Once the cannula was removed she saw that it was bent and that there was leakage at the site. The customer is attributing the high blood glucose to the leak. No adverse event. The cannula cannot be returned.